Event description:
It was reported that upon interrogation, multiple episodes of lead noise were observed. Lead fracture was suspected, however could not be confirmed on fluoroscopy. Upon explant, lead damage was noted. The patients condition was unaffected.

Manufacturer narrative:
A partial lead with the lead tip measuring 55.8cm was returned for analysis. Internal insulation abrasion was noted at 10.3-11.0cm and 11.3-12.4cm from the distal tip. The etfe coating was intact at these locations. Internal insulation abrasion was noted at 8.2-8.7cm from the distal tip. The etfe coating was abraded at this location. Internal insulation abrasion was noted at 8.0-8.9cm from the distal tip. The etfe coating was abraded and the inner coil was exposed at this location. This is consistent with the observation from the field of noise.